Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported error 41541 message. The pump was received with major scratches and cracks by the lcd lens screen. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log could not be viewed due to constant error alarm. To further investigate the reported issue, a power up self test was performed. The customer's issue was confirmed. The latch lock optic flex sensor was defective and inoperable. Root cause could not be determined as there was no physical damages found. The latch lock optic sensor was replaced. No further actions taken.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps. No patient adverse events reported.